Event description:
The complainant was on impella cp support that was weaned and removed after percutaneous coronary intervention. The team then found after explant that the patient was in need of hemodynamic support and the team replaced with a new impella cp. The impella cp failed to start and a third impella cp was placed. The patient survived the event.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental manufacturer device report will be filed.

Manufacturer narrative:
The investigation for the pump did not start has been completed. Data logs were reviewed, and there were no issues during the case. There were no abnormal alarms throughout the pci support. It can be seen in the logs that the pump is unplugged and the console is shut down. Then, roughly 30 minutes later, the console is restarted and the original pump is plugged back in. The console skips to case start step 6, which is normal when a known pump is plugged back in, and then the "impella stopped. Retrograde flow" alarm is issued. 40 seconds later, the user requests to shut down the console and the pump is unplugged. They then restart the console and plug in the replacement pump. The user likely thought the "impella stopped" alarm meant they could not use the pump again, however, it is really just a warning that if the pump is left not running in the body for too long, retrograde flow can occur. Product was not returned for investigation. Based on clinical details and data log review, the root cause of the pump stop was determined to be no problem found. Impella cp with smartassist for use during cardiogenic shock; section: troubleshooting the purge system; ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop.¿ section: impella stopped: ¿if the impella catheter has stopped suddenly: 1. Try to restart the catheter at previous p-level. 2. If the impella does not restart, try to restart at p-2. 3. If the impella does not restart or stops again, wait 1 minute and try to restart again. 4. If the impella restarts, wean down to p-2 as the patient can tolerate. Under these circumstances, catheter function is not reliable and the impella may stop again. 5. If the impella does not restart, remove the impella from the ventricle as soon as possible to avoid aortic insufficiency.¿ corrections to the initial MFR report: b1-incorrectly selected adverse event.